Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system exhibited infection. The right atrial (ra) and right ventricular (rv) leads were explanted. The implantable pulse generator (ipg) was removed from the patient's body, taped to the patient's chest and remains in use as the external ipg. No further patient complications have been reported as a result of this event.